Manufacturer narrative:
(B)(4). Product not return for evaluation yet. Most likely underlying root cause of malfunction:strip issue. Customer is testing with expired test strips.

Event description:
Consumer reported complaint for lo display. The customer is concerned with results obtained of lo display. The customer's expected fasting blood glucose test result range is 96 - 104 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of lo. The product is stored according to specification. The test strip lot manufacturer's expiration date is 07/18/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date/time not set): (B)(6).

Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction:strip issue. Customer is testing with expired test strips. Correction of result: no results available since no evaluation performed.

Event description:
Consumer reported complaint for lo display. The customer is concerned with results obtained of lo display. The customer's expected fasting blood glucose test result range is 96 - 104 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of lo. The product is stored according to specification. The test strip lot manufacturer's expiration date is 07/18/2017 and open vial date is 03/18/2016. The meter memory was reviewed for previous test result history (date/time not set): (B)(6).

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: strip issue. Customer is testing with expired test strips.

Event description:
Consumer reported complaint for lo display. The customer is concerned with results obtained of lo display. The customer's expected fasting blood glucose test result range is 96 - 104 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of lo. The product is stored according to specification. The test strip lot manufacturer's expiration date is 07/18/2017 and open vial date is 03/18/2016. The meter memory was reviewed for previous test result history (date/time not set): the lo (B)(6) 2016 12:05 pm fasting:yes. The 94mg/dl (B)(6) 2016 03:24 pm fasting:yes. The lo (B)(6) 2016 12:01 pm fasting:yes. The lo (B)(6) 2016 12:00 pm fasting:yes. The lo (B)(6) 2016 08:55 pm fasting:yes.